Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported that the user shows poor response to name calling and is unable to follow the instructions on (B)(6) 2021. Troubleshooting of the external device was carried out and the opus 2 audioprocessor microphone was found to be faulty. The opus 2 audio-processor was replaced, however, the issue persisted.the user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parents reported that the user suddenly showed poor response to name calling and was unable to follow the instructions on 24-may-2021. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user shows poor response to name calling and is unable to follow the instructions on (B)(6) 2021. Troubleshooting of the external device was carried out and the opus 2 audioprocessor microphone was found to be faulty. The opus 2 audioprocessor was replaced, however, the issue persisted.